Manufacturer narrative:
Death and thrombosis, as noted in the xience v IFU, are known adverse events associated with coronary stenting. Since there was no reported product malfunction, there does not appear to be any indications of a sds quality deficiency. It is possible that the death was a secondary effect of the thrombosis and neurological deficit/dysfunction requiring hospitalization. Although a conclusive cause for the reported pt effects, and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency. The 2 xience stent, indicated have been filed under the same MFR#.

Event description:
Reporting status - death. Reporting rationale - pt expired from possible late stent thrombosis. Device issue: no device malfunction has been reported. It was reported via a trial, that the initial procedure was performed in 2008. Predilatation was performed prior to stenting of the distal, mid and proximal lad with three overlapping xience v stents. No procedural complications were reported. In 2009, the pt fell unconscious and was taken to the hospital and expired after a brief hospitalization. Clinical evaluation committee review results state the death was determined to be cardiac, with possible late stent thrombosis by arc definitions. No additional event or pt info is available.